Event description:
Customer reportedly received the following results on advantage system within 10 minutes while using comfort curve test strips: 45 mg/dl, 181 mg/dl, 41 or 42 mg/dl and 219 mg/dl. Low blood glucose symptoms were reported with these results. Customer self treated with orange juice and graham crackers. No adverse event related to the device was reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.